Event description:
Related manufacturer reference number: 2017865-2022-15723. It was reported that the patient presented to the hospital for follow-up. Upon examination, it was noted that the implantable cardiac monitor (icm) had migrated from the initial implant position and the physicians were unable to locate it. The migrated icm was explanted and replaced. New icm implanted resulted in infection. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6: added discomfort to health effect - clinical code.